Event description:
It was reported a spectrum pump had a door latch problem. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch problem was reproduced and confirmed through evaluation as a door not fully latched message. This condition was caused by loose link screws. The screws were adjusted resolving the issue. The link screws were replaced.